Event description:
As reported: when the physician was breaking away the sheath - both tabs broke off, and the hub broke into several pieces. The physician had to use some clamps to tear it away. No issue for patient. This event is related to MDR 2183787-2017-00086.